Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported sponge in the forceps channel could not be confirmed and the root cause of the issue could not be determined, however, based on the reported information that the sponge was used at reprocessing, there was likely a deviation from the device reprocessing manual/device not reprocessed according to IFU instructions, as the IFU instructs to use brushes at reprocessing with no mention of sponge use. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope had a sponge stuck in the channel. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found multiple kinks and scrapes in the forceps passage near the bending section, the control knob had play, the distal end cover had minor scratches, the bending section cover glue had cracks, and the control body had a customer label on the grip. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.